Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. It was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the lead fixation helix was out of specification from body tissue/fibrotic growth and the outer insulation of the lead was extrinsically breached due to a cut. The analyst commented that the lead received with body tissue / fibrotic growth on helix. After cleaning, the helix extend and retract are working within specification. Electrical resistance and cross continuity test results were within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A 5072-52 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with syncope. X-ray showed that the rv (right ventricular) lead had dislodged. During a repositioning procedure, the helix retracted with no issues and the lead was repositioned but became dislodged again while the thresholds were being measured. It was then decided to replace the lead, but the helix did not work properly, despite fluoroscopy showing that it seemed to retract correctly. The lead was explanted and replaced. Upon removal, tissue was noted in the lead tip. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.